Event description:
Reporter stated that customer received the following results on the compact plus system within 1 minute: 1. Hi (result > 33.3 mmol/l) and 7.0 mmol/l 2. Hi (result > 33.3 mmol/l) and 8.0 mmol/l sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).